Event description:
During routine IV start the needle came through the catheter while nurse was attempting to advance catheter over the needle. Resulted in puncture wound to pt. No significant pt harm.